Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of approximately 30 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was unable to track bg levels. The customer required assistance from child and partner to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.